Event description:
It was reported to intera oncology that a revision surgery was planned of an intera 3000 hepatic artery infusion pump due to a pump flip. It was reported that it was determined to be flipped on (B)(6) 2023, and it was planned to revise the pump (without replacement) and secure it with additional mesh on (B)(6) 2023. No additional patient consequences were reported.

Manufacturer narrative:
Migration is a known adverse event as listed on the intera 3000 labeling. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.